Event description:
As reported, surgeon performed a revision due to a failed gxl liner. X-rays received. No additional information received.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections a2, a3, b5, b7, d1, d4, d6a, d10, g3, g4, g6, h2 and h4 have been updated accordingly. Section a2: age at the time of event. Section a3: gender. Section b5: describe event or problem. Section b7: other relevant history, including preexisting medical conditions. Section d1: brand name. Section d4: model number, catalog number, serial number, expiration date, unique identifier (UDI) #. Section d6a: implant date. Section d10: concomitant medical products. Section g4: PMA/510(k)number. Section h4: device manufacture date. Section b5: as reported, this 77-year-old male patient had a revision of left tha to replace the cup with a competitor¿s device due to a failed gxl liner. Surgeon used exactech femoral head and stem retained. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation due hospital keeps devices. Section d10: concomitants products - nv crown cup clstr hole 60mm group 4 (cat# 180-01-60). - biolox delta femoral head 36mm od, +0mm (cat# 170-36-00). - element-stem, collared w/ha, std offset, sz 12 (cat# 164-03-12). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the patient involved was reported for revision due to osteolysis/early prosthesis wear approximately 6.5 years after the index surgery. The prosthesis wear and osteolysis was able to be confirmed from the provided radiograph. However, the devices were not available for evaluation. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, significant edge loading of the femoral head on the acetabular liner due to implant positioning and implanted with a lateralized liner. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). Section h9 (z#s): z-2112 thru 2133-2021.